Event description:
Pt status post pro disc-c implantation complaining of pain was referred by a pain mgmt physician to a surgeon. A CT myelogram and flexion-extension x-rays showed bone spurs posteriorly. Pt subsequently underwent removal of the pdc implants with a revision to two level fusion. Surgeon noted excessive movement of the pdc implant.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to provide the date of manufacture without a lot number provided or returned device. The investigation could not be completed. No conclusion could be drawn, as no product was returned and no lot number was provided.